Manufacturer narrative:
The implant date was not available at the time of processing. This report will be updated should this information be obtained.

Event description:
It was reported that this device exhibited difficulty to interrogate the device via radiofrequency. The patient was referred to the clinic to evaluate the device settings. This device remains in service. No adverse patient effects were reported.